Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 43 mg/dl at the time of incident and the current blood glucose level was 75 mg/dl. Customer was assisted with troubleshooting. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was unsure if auto mode was used. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.